Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support following a stemi. The patient lost pulse in left lower extremity due to distal limb ischemia. The decision was therefore made for emergent escalation to axillary impella 5.5 and removal of left femoral impella. After impella cp was removed, a positive pulse in the left leg was verified.

Manufacturer narrative:
The product was not returned for investigation. The cause of the limb ischemia issue was patient condition related since the patient had distal limb ischemia during pump implant and limb ischemia resolved after removal of pump. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿